Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, during docking, the loading system could not be pushed fully until it contacted the gray portion of the capsule guide tube. Upon inspection, it was observed that the inflow side of the valve was crushed. Upon loosening of the capsule guide tube lock and shifting of the loading system by approximately 5 millimeters (mm), no particular "catching" was observed upon inspection of the inflow side of the valve. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number (B)(6); product type: {0195-heartvalves}; implant date {non-implantable} product ID {l-evolutfx-2329}; product lot/serial number (B)(6); product type: {0195-heartvalves}; implant date {non-implantable} select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.